Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and weak battery . Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm off no power . Customer's blood glucose at time of incident was unknown mg/dl. Customer stated that this is the second occurrence of off no power without a low battery warning. The customer was advised that the device would be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert new battery. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 93 mg/dl. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and a confirmed e70 error alarm was found in the history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No low battery alerts, weak battery alarms or off no power without low battery indicator noted. The insulin pump passed the rewind basic occlusion, prime and displacement tests. The insulin pump had cracked battery tube threads.